Event description:
On an unknown date in (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag/ac) for the dissecting aortic aneurysm. On an unknown date in (B)(6) 2022 (date unknown), computed tomography image confirmed a distal type I endoleak and aneurysm enlargement. The cause of the endoleak was not reported. On (B)(6) 2022, the patient underwent a reintervention whereby the celiac artery was coli embolized, and an ctag/ac was deployed to extend the device distally. A slight distal type I endoleak remained, but it will be monitored. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected g3/g4: PMA/510k number.

Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.